Manufacturer narrative:
(B)(4).

Event description:
Following a pump replacement (see manufacturer's report # 3004209178201101125), the patient experienced some problems with overdose symptoms after her new pump dose was increased about a week after implant. It resolved with decreasing the dose. As of (B)(6) 2011, the patient was at rehab and resuming upward dose titration. The device system was used to deliver baclofen.